Event description:
A 4.0 mm diameter x 24 mm length drive rx coronary stent delivery system was inserted into a patient for the treatment of an rca lesion. Lesion morphology was reported to be severely calcified with 99% stenosis. The lesion was pre-dilated. It was reported that during prep of the device, the physician noticed an abnormality of the stent. The surface of the stent appeared to be too smooth, just like the stent was covered with clear tube. However, the physician continued to use the device. The stent was successfully deployed; however it was at that time the physician saw foreign material at #1. The physician confirmed with ivus that it was approximately 27 mm in length. A snare device was inserted in an attempt to remove the foreign material, this was unsuccessful. The foreign material and the snare device were both caught in the previously deployed stent from another manufacturer. The patient was transferred to another hospital for bypass surgery and removal of the foreign material and snare device. The patient is reported to be stable. Evaluation summary: photographs of the material removed from the patient were provided from the field. The foreign material appears to consist of a bunched metallic type object, a piece of blue tubing which seems to contain dried blood and a piece of blacking tubing. The dimensions or the characteristics of the items cannot be examined or identified at the medtronic manufacturing facility as the items have not been received for evaluation. During preparation of the driver rx device the physician appeared to notice an anomaly with the driver rx device but he continued to insert the device into the patient.

Manufacturer narrative:
Photographic images.